Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused breast cancer, headaches lightheadedness and congestion. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 30, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, breast cancer, headaches, lightheaded, and congested that are related CPAP device's sound abatement foam. Medical intervention was performed, and the reviewer has assessed that it is related to the observed issues. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer unknown white contamination (dust-like), at the air inlet of the blower box, on the top and bottom of blower motor, top and bottom of blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device and unable to address the patient's symptoms. Has been updated in this report.